Event description:
It was reported that during the implant procedure, the physician noted friction when attempting to insert the lead into the catheter. The lead remained implanted. The patient was in good medical condition prior, during and after the event.

Manufacturer narrative:
UDI (di): (B)(4).